Manufacturer narrative:
Follow-up indicated that the device was removed due to the symptoms. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was admitted to the hospital due to pain. The device was not turned on and imaging showed no abnormalities. The physician suspected an irritation of a nerve root and decided to explant the device. The patient has recovered without sequelae.